Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a hydrothermal ablation procedure the month prior. (Patient age and weight unknown). According to the complainant, during a two-week follow up with the physician, the patient stated that she had a 103-degree fever for a couple days post procedure. The physician does not believe it was an infection as there was no tenderness; however, there were two 4-sonometer irregular shaped red marks on opposite sides of the lower abdomen that appeared purulent. The physician was not sure if they were burns, bug bites, chemical reaction, etc. The patient did not contact the physician regarding pain or discomfort during recovery. There is no further information available regarding the patient.